Event description:
It was reported that, during a hip arthroscopy, the bioraptor suture anchor could be deployed. It was also reported that the anchor broke, the broken piece was removed from the patient. Surgery was completed with a back-up device instead. There was a surgical delay of 15 minutes and no further complications were reported. Patient's health status is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.